Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 2 for (B)(4). It was reported from china that during a shoulder repair procedure, it was observed that the tip on the ideal suture shuttle 90 degrees device was easy to bend. Changed to another one to continue the procedure but the same problem happened again. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that ideal suture shuttle 90 degrees had the tip deformed. A manufacturing investigation was performed; no label was received. The problem was confirmed and the tip was bent. The device was checked, and still meet the force specifications. No dimensional issues were detected. The DHR was checked and no non conformance's were found. The supplier performed an investigation with engineering, production, qc and qa departments. The raw material used for the devices meets the minimum tensile strength requirement. As per the IFU instructions, axial force must not be applied to the suture shuttle. The description of this device it is clearly stated that the suture shuttle is to be used only for passing suture through tissues. IFU guides the right way of using the device. In all the instructions, the device must be used with care and to follow instructions. The device and the manufacturing process have been validated and approved. As to risk analysis report, the bending of the device has little potential of injury. After reviewing all the information, the investigation team has concluded there was a misuse of the device that caused the reported failure. The root cause can be traced to misuse of the device. A manufacturing record evaluation was performed for the finished device lot number (23p03), and no non-conformance's were identified. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to misuse of the device. As per IFU- 109660, do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform, or break. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.